Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was failed to interrogate, and the electrocardiogram (EKG) did not display pacing rhythm. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was failed to interrogate, and the electrocardiogram (EKG) did not display pacing rhythm. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability to interrogate and ECG missing were not confirmed. The device was received with normal output and normal telemetry. Device image analysis noted slight drop battery voltage levels. Visual inspection of the header attachment area detected an anomaly between epoxy header and titanium case. The device was cut open to enable further testing and the battery was at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal drain. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.